Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Pcu (B)(4). Failure device type: failure problem type: failure mode: case resolution: 800-8000 code is in the log when the 255.xx.xxx error happens but can be other causes suggested re-flash the unit as a precaution and see if it reoccurs.